Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-jun-2021, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 25mg/ml dose not reported via an implantable pump. On (B)(6) 2020 it was reported that the patient went in for a refill on wednesday and they expected 7.4ml but aspirated 9ml of a bloody, watery substance. The healthcare provider stated that they were very confident that they had access the reservoir. Per the reporter they removed the needle and accessed the pump again and then they presumably got medication. A physician thought that the site must be infected, and they sent her to a surgeon to assess for infection. The surgeon saw her yesterday and does not think there is anything wrong with the pump and has no other symptoms to suspect an infection. The surgeon was planning on scheduling her for dye study to rule out problem with the catheter. The healthcare provider had not filled the pump on the refill on wednesday. The patient came in for a refill today and the healthcare provider reported that she had aspirated 4mls of bloody fluid. The healthcare provider then put saline in the pump and got everything back easily. The reporter asked the surgeon if there maybe was a hematoma and they went through it, the surgeon thought this could be a possibility. Additional information was received on (b(6) 2020 that reported that the fluid withdrawn from the pump reservoir was dark colored. A rotor study was not performed. The surgeon withdrew discolored fluid from the pump reservoir before replacing it with a new pump and was curious as to why it was discolored. The catheter was replaced due to an occlusion. The new pump and catheter were put in place with pfnss (preservative free normal saline solution). No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
H3: evaluation of implantable pump serial number (B)(6) revealed the following: the returned pump passed all testing in the laboratory and no anomalies were identified. Evaluation of implantable catheter serial number (B)(6) revealed the following: as received, analysis identified that the catheter was partially occluded. The occlusion was consistent with dried drug, blood, or other material. However, the occlusion broke loose during decontamination and the catheter passed subsequent patency testing in the lab. H6: the evaluation codes have been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.